Event description:
The customer received different error messages. The customer stated that the audio alarms are no longer working on the pump and have not for some time. The device passed the functional testing. Advised the customer to disconnect from the pump and revert to back up plan of manual injections.